Event description:
Approximately one month after pump replacement surgery, the patient experienced a change in therapy where the pump "stopped being as effective". The patient was "getting increases but that didn't help". The patient had fluoroscopy in (B)(6) 2010 that revealed the "point projection isn't aligning right". Per the manufacturer's device registration system, the patient had surgery (B)(6) 2010 and a sutureless pump connector was implanted. Patient outcome was unk. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).